Event description:
It was reported the patient had a cerebrospinal fluid (csf) infection. The patient went to the emergency room (ER) on (B)(6) 2012, because he was experiencing nausea, vomiting, stomach burning, back burning, itching, and he had noticed burning at the pump. Lab work was performed and it was noted the patient did not have elevated white blood cells. The ER physician prescribed zofran for nausea, increased fluids, and rest. The device was interrogated and the results were reported as ''within parameters.'' The pump was aspirated to confirm the reservoir volume and it was ''normal.'' Csf was collected to analyze for an infection. Two days later the patient felt ill and feverish. The patient's dose was increased on (B)(6) 2012. The outcome was reported as ongoing. The device system was used to deliver morphine and compounded clonidine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8711, lot # n171483004, implanted: (B)(6) 2008, product type catheter; product ID 8590-1, lot # n166865, implanted: (B)(6) 2008, product type accessory.

Event description:
Additional information received reported that event was not related to device, therapy or procedure. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).